Event description:
It was reported the patient experienced discolored skin (red/purple) over the pump site the last 6-7 months. The patient's primary care physician prescribed medication to treat a staph infection. Additional information has been requested, but was not available on the date of this report.